Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of "vascular compromise" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this events. Device labelling: warnings- do not inject into the blood vessels (intravascular).

Event description:
Health professional reported after injection with juvederm ultra xc in the right upper lip the pt experienced a "vascular compromise". The pt was treated with "hyalase/heat/topical [illegible]" two days after symptom onset, the healthcare professional observed "no sequelae"; the pt was additionally injected with unspecified juvederm ultra in the upper lips with no problems.